Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 2, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with damaged haptics. The lens was cleaned, and lens damage could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between oct 24, 2013 and mar 20, 2023. Health effect - clinical code: code 4581 is capturing device decentered or dislocated or tilted, subluxated or wrong position. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this production order number has been received. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on the complaint history review (chr) results, no escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) was explanted from the right eye in a secondary procedure due to displacement of the lens, which was observed after implantation. Another johnson and johnson iol was implanted as replacement (same model and diopter). No incision enlargement, vitrectomy, or suture was required. No patient injury was indicated. The patient is fully recovered. No further information was provided.